Event description:
It was reported that following the implant procedure, this right atrial (ra) lead dislodged, resulting in a 6 millimeter lateral pericardial effusion of the right ventricle. The patient also noted chest pain. However, the effusion self-resolved and the patient was discharged with no additional adverse effects. The ra lead remains implanted and in-service.